Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming no flow in and that they were unable to resolve the alarm. They stated that this resulted in a delay of therapy of four hours. Mmd did follow up with the initial reporter and they did not report any adverse effects to the patient. They did not provide any additional information. (B)(4).